Event description:
It was reported that when using the bd pyxis¿ es server, that the multiple orders were not crossing. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing. A technical support specialist (tss) investigated an issue where multiple orders were not crossing to the pyxis logistics (plx) server. Upon reviewing the database, it was found that orders were not crossing over to the plx server. The latest transaction for the med ID reached the logistics server, and the last order successfully crossed to plx, but no new orders have crossed since then. Verified that there are no disk space or high cpu usage issues. No messages are stuck in the queue, and the last message from the stdmsg port was received which matches the last trigger time for the bwmc session. The tss restarted services and confirmed no errors in tracing; the interface shows no further data received from epic after the last known timestamp. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that the multiple orders were not crossing. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.